Event description:
It was reported that pt experienced spasms, pruritus, and vomiting following a refill. The same symptoms returned approximately 6 months later, but were not after a refill. At the time of the symptoms, the pt was supplemented with oral medications. This followed by 2-4 days of lethargy, hypotonia, decreased level of arousal, and nausea/vomiting. The oral medication was immediately stopped. X-rays indicated the pump was in the correct position. There had not been any concerns with filling the pump and no discrepancies were noted. The hcp increased the dose of baclofen which appeared to decrease the spasms. A catheter dye study was performed with negative results. The battery was close to end of life. The system was replaced. The catheter broke when the hcp was explanting it, but was sent for analysis for any indications of microfractures. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.